Event description:
An animas clinical representative reported that the pump was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2013 with the following findings: the pump¿s history begins on (B)(4) 2009; there is no information from the event on (B)(6) 2008. On (B)(4) 2009, a replace battery alarm was recorded and went unconfirmed; completely discharging the battery which resulted in a power loss to the pump. During evaluation, no damage was observed to the pump¿s battery cap or battery compartment. The battery cap attached securely on to the pump. And the pump powered on normally. The pump was tested for 24 hours on a 1 unit per hour basal program with no power interruptions or errors or alarms. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex.